Manufacturer narrative:
After further review of this service notification, it was determined the initial report was submitted in error. This implantable device was not marketed or commercially distributed in the us, nor is it similar to a device marketed or commercially distributed in the us.

Event description:
It was reported that a patient enrolled in a study on the drug, insulin human regular, was hospitalized after experiencing phlegmon of the left heel. The reporter causality assessment states that the investigator considered the event to be associated with neither the study drug not with the implantable insulin pump. On (B)(6) 2014, the patient was hospitalized due to ketoacidosis. The reporter causality assessment concluded that the investigator considered the event not be associated with the insulin pump. Intraperitoneal pump dysfunction was noted. On (B)(6) 2014, the patient underwent explantation of the implantable insulin pump after several adverse events, and was treated with insulin.

Manufacturer narrative:
Currently it is unknown whether of not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information wil follow once the analysis has been completed. No conclusion can be drawn at this time.